Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator does not halt gas delivery when it is put on hold. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the o2 socket on the wall was crooked and had to be replaced. The rse provided their analysis findings and recommended onsite service and possible replacement of the solenoid valve o2 mount and the flow sensor assembly once confirmed by field service engineer (fse). The customer was provided a quote for onsite service. Repair details and final disposition of the device could not be confirmed because the customer declined further service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.